Event description:
As part of a legal mediation effort, on (B)(6) 2013, intuitive surgical, inc. (Isi) received information including medical records of a patient that underwent a da vinci si hysterectomy procedure on an unknown date. Per the records, at the time of surgery, she was noted to have adhesions of her small and large intestines, which were taken down with meticulous sharp dissection. Post operatively the patient developed a fever. On (B)(6) 2010, the patient underwent diagnostic laparoscopy which reportedly showed a perforation of the distal ileum and adhesions. The patient underwent laparotomy through a midline abdominal incision and the perforation in the small bowel was repaired. Secondary to adhesions of the ileum to the right ovary and tube, the decision was made to remove the right ovary and tube and a portion of the ileum was removed, and an anastomosis was created. She discharged home on (B)(6) 2010. Per the documentation provided the patient had urinary retention requiring intermittent self catheterization. On (B)(6) 2010, she underwent cystoscopy which shoed the right ureteral orifice and tunnel were somewhat elevated and swollen. No indigo carmine dye could be seen coming from the right ureteral orifice. The patient was admitted on (B)(6) 2010 with a diagnosis of ureterovesical vaginal fistula. She underwent repair of the fistula with right ureteral re-implantation. The patient was discharged on (B)(6) 2010. At the time of discharge, a right ureteral stent had been placed in the right ureter. According to the documentation provided, the patient continued to experience problems relating to a "vesiculovaginal" fistula, which was repaired on (B)(6) 2010.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient sustained post operative complications after a da vinci si hysterectomy procedure.